Manufacturer narrative:
Argon has made three requests for the return of the device for evaluation. As of the date of this report, the sample has not been returned. Without such evidence, the complaint cannot be confirmed and the root cause cannot be determined. If additional information is received in the future, a follow-up report will be provided.

Event description:
Rn at bedside to do hourly checks and found PICC line had completely snapped at distal end of PICC line near IV connection site. Catheter removed without difficulty and measured appropriately at 21cm.